Manufacturer narrative:
The beckman coulter field service engineer (fse) evaluated the au480 clinical chemistry analyzer and observed air in the drain between the reference valve and reference block. The fse replaced the reference solenoid valve to resolve the issue. The fse drained the valve canister and cleaned reference valve block, ise tubing and electrode block. Fse verified results were acceptable and analyzer resumed normal operation. Information not provided by customer. Initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer in poland reported generation of erroneously high ion selective electrode (ise) sodium (na) patient results on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided the result for one (1) patient sample.